Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse went on-site and was able to replicate the issue. The fse powered system on and performed extensive test drive. The system was verified and ready for use.

Event description:
It was reported that during a da vinci-assisted general surgical procedure, intuitive surgical inc. Representative reported to technical service engineer (tse) that they cannot get the monopolar instrument to disengage from universal surgical manipulator (usm) 3. The representative stated that an instrument was stuck and was unable to be removed from the arm and the instrument tip was in the cannula. The system was rebooted, hard power cycled, and the e-stop button was pressed to disengage the instrument however the issue persisted. The customer additionally tried re-engaging the instrument and sterile adapter to usm 3 and then disengaging, however the issue persisted. The customer undocked the instrument and the cannula from the patient and off to the side. The procedure was converted to laparoscopic surgery with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.